Event description:
Pt 2 of 2. Report of pt being burned. No further info available.

Event description:
Pt 1 of 2. Report of pt being burned. No further info available.

Manufacturer narrative:
No defects were found with unit. Lead wires and electrodes used during treatment were not returned. Unit was checked for functionality and passed.

Manufacturer narrative:
No defects were found with unit. Lead wires and electrodes used during treatment were not returned. Unit was checked for functionality and passed.